Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 reporter phone number: (B)(6).

Event description:
Additional information received indicates the ipg was explanted, replaced and therapy was restored.

Manufacturer narrative:
The reported observation of ¿inoperable ipg¿ was confirmed. Analysis of the returned ipg found the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The ipg being in the service application state is consistent with it being exposed to a high energy source. It is unknown what sort of procedure and/or therapy caused the device to go into service app. It was also noted that the device was placed into surgery mode 35 times during the implant period. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. Patient has fallen multiple times near the ipg site. Surgical intervention may take place at a later date.